Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a check the day after implant, this right ventricular (rv) defibrillation lead exhibited a decrease in sensing and an increase in threshold values. Dislodgement was suspected. Rv output was increased. The patient had underlying rhythm, and there was no report of adverse patient effects. During the revision procedure, defibrillation threshold testing was carried out. Ventricular fibrillation was induced on two occasions, and the patient received external rescue shocks, as the arrhythmia was not successfully converted. A third arrhythmia was induced and managed via stat shock. The implanter felt that was satisfactory. No adverse patient effects were reported.